Event description:
Patient was brought up at shift change by transport. No rn was present to do bedside handoff for post op patient. Report was given from day shift. Upon patient arriving, pca pump was leaking on the floor and the patient was reporting pain. Pca pump was verified and checked by two rns. Patient still remained in pain after an hour passing of pca pump being fixed leading to a call being put out to md. No post pca vitals were started in pacu. (B)(6). Submission ID: (B)(4).